Manufacturer narrative:
Beginning may 31, 2012, us and canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 10/11/1989 and was last repaired on 11/14/1995. Eval of the device observed that the head, control bar and calibration shaft were damaged. Prior to repair, the device was outside of calibration specs at the zero thickness setting on the left side. The device was also outside of side to side specs at the zero, 0.02" and 0.03" thickness settings. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that prior to pt use, the zimmer air dermatome blade would not move, but the motor was heard to be running. It was further reported that the operating room removed the blade and was able to get the device to work before the case. It was also reported that there was a 15 min delay in the start of the procedure and the pt was under general anesthesia during that time. There was no pt injury and no medical intervention.